Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history revealed "pump not primed" warnings and force readings did not reach zero. Pump history noted delivery was resumed following loss of primes within 10 minutes. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The rewind, prime and load steps were successfully performed on the pump with no alarms. The force sensor was found to be within calibration. The pump was exercised for 24 hours with no loss of prime. The pump was exercised for 29 hours with no delivery issues. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 378mg/dl, with vomiting and moderate ketones. The pump reportedly indicated that it was not primed. The reporter stated that she was able to prime the pump. The reporter reportedly went through multiple boxes of cartridges and the pump continued to emit a ¿no prime¿ warning. Customer support (cs) reviewed the pump and no issues were noted with the programming/settings on the pump. No alarms were indicated related to the reported complaint. The reporter denied having issues with the site/set or cartridge. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Although, troubleshooting determined there were no issues noted with the pump, the reporter claimed that the pump "failed" and did not want the patient to use the pump. It was not clear what the contributing factor's to the patient's reported bg excursion.